Event description:
After obtaining a blood sample, the medical laboratory technician went to place the safety shield over the needle and it broke off and landed on the floor. No injury was reported. Sample was not saved.